Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Product performance engineering reviewed the incident information, however, the product was not returned to abbott vascular for analysis. The investigation determined that the reported balloon rupture or physical resistance appear to be related to operational circumstances of the procedure. Based on the reported information, it is likely that the balloon became compromised or damaged during advancement against resistance with the 75% stenosed, moderately tortuous, moderately calcified anatomy resulting in the reported balloon rupture during inflation to 8 atmospheres. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a 75% stenosed, moderately tortuous, moderately calcified, concentric, de novo lesion in the distal left circumflex coronary artery. A 2.0x12mm mini trek rx balloon dilatation catheter (bdc) was advanced to the lesion with anatomical resistance, and the balloon ruptured during the first inflation at 8 atmospheres. The bdc was removed without resistance, and a non-abbott bdc was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.